Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician preference and the pocket site was relocated below the belt line. It was noted that new lead was implanted. The patient was doing well post-operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo a revision procedure wherein the ipg will be replaced and repositioned in left buttock area.

Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo a revision procedure wherein the ipg will be replaced and repositioned in left buttock area.